Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had locked up and become nonresponsive multiple time. The blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. Troubleshooting was performed. The insulin pump will be returned for analysis.